Event description:
As reported, a pt who had undergone shoulder surgery, had an implanted 5f PICC which was being used to prevent post-op infection. During flushing with saline, the PICC was found to have a hole in the catheter tubing and was removed on (B)(6) 2011. The used device was returned for eval. There were no pt complications.

Manufacturer narrative:
In lieu of a reported lot number, a shipping history report was generated for the two item numbers containing 5f xcela pasv piccs purchased by the reporting hospital. H96560m0301321 and h96560m0301311. The device history records for the packaging lots and components were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical april 2011 complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. The returned catheter was visually inspected and a small slice was noted at the 5cm mark. Just distal to the slice was a slightly pinched/kinked area. When tested with a guidewire, both catheter lumens were patent. The slice in the catheter was longitudinal and consistent in appearance to a burst in the catheter due to over-pressurization. The pinched area may have been caused by a slight kink of the catheter within the pt. This kink may have decreased flow rate, causing the catheter to burst. Most likely root cause is over-pressurization of the catheter during infusion. The directions for use packaged with this device provides guidance on flushing the catheter (frequency and technique) as well as cautions against flushing an obstructed lumen. Manufacturing process controls include a 100% visual inspection for molding defects, a guidewire insertion test for lumen patency, and a air leak test. (B)(4).